Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the swg was kinked near the distal tip and did not show evidence of use.

Event description:
The customer reports the tip of the swg (spring wire guide) was found not to be smooth and cannot be extracted out of the frame.

Event description:
The customer reports the tip of the swg (spring wire guide) was found not to be smooth and cannot be extracted out of the frame.

Manufacturer narrative:
(B)(4). The customer returned an opened cs-25122-f kit with various components, including a spring wire guide (swg) assembly for evaluation. None of the components showed evidence of use. Visual examination of the returned swg assembly revealed that the end cap was missing from the assembly and the swg was slightly advanced out of the advancer tube. The portion of the swg exposed out of the advancer contained a kink. The cap (as well as other components) was not returned in the opened kit. The location of the distal kink and the cap not being present indicates damage resulting from the swg coming in contact with other components during shipping and handling. Both welds were observed to be full and spherical. The swg was kinked 2 mm from the distal end. The overall length and outer diameter of the swg were measured and were found to be within specification. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed on the guide wire assembly and swg manufacturing and no relevant issues were identified. (Con't) other remarks: the report that the swg was found to be kinked prior to use was confirmed through visual examination of the returned sample. Visual examination revealed a single kink in the distal end of the swg body. The damage observed is consistent with damage occurring during transit. A device history record review was performed on the assembly and manufacturing of the swg with no relevant findings identified. Based on the sample received, shipping and handling caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.